Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: : endo stapler fired across rectum laparoscopically. Claim was that one side of the cut did not have staples in it and the rectum was open, requiring a lower transection and requiring opening the patient. Current patient status: ok case went open and a new reload was used, which worked appropriately. No reinforcement material used. The was unanticipated tissue loss. There was unanticipated exit of the incision of more than 1inch. There was blood loss more than 500cc and a transfusion was required. There was a delay over 30 minutes. Patient diverted with an ileostomy and a new reload was used to transect lower on the rectum.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia ultra universal 12mm single use instrument and one endo gia 60mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Therefore, no enhancements or improvements will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.